Event description:
It was reported that the pen ii organon puregon® pen second gen malfunctioned in the valve area after three days of use, but the lay user had not noticed at the time. The consumer reportedly made the applications in the pharmacy where the drug was purchased, and applied it daily. After five days of use, the consumer noticed excess product leftover, and visited the doctor with the concern she had not been getting the correct dosage. The device was then taken and tested at the pharmacy, where the malfunction was found. As reported by the customer, "it was received a market complaint due pen malfunction. The client used the product for two days, second (day) it worked normally and from the third day the pen gave a problem in the valve (area) and the customer had not noticed. Made the applications in the pharmacy where (they) bought the drug. The pharmaceutical (product) was applied every day. After 5 days that was taking the product, went to the doctor and she said there should be something wrong because she is having a lot of product left over and with this information the patient returned to the pharmacy. The pen was tested at drugstore and the pen was malfunctioning and thus impaired the treatment."

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Since the sample was not received, investigation cannot be performed as a sample is required to investigate further. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ii organon puregon® pen second gen malfunctioned in the valve area after three days of use, but the lay user had not noticed at the time. The consumer reportedly made the applications in the pharmacy where the drug was purchased, and applied it daily. After five days of use, the consumer noticed excess product leftover, and visited the doctor with the concern she had not been getting the correct dosage. The device was then taken and tested at the pharmacy, where the malfunction was found. As reported by the customer, "it was received a market complaint due pen malfunction. The client used the product for two days, second (day) it worked normally and from the third day the pen gave a problem in the valve (area) and the customer had not noticed. Made the applications in the pharmacy where (they) bought the drug. The pharmaceutical (product) was applied every day. After 5 days that was taking the product, went to the doctor and she said there should be something wrong because she is having a lot of product left over and with this information the patient returned to the pharmacy. The pen was tested at drugstore and the pen was malfunctioning and thus impaired the treatment."